Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) could be interrogated but the ipg could not be reprogrammed. A reset of the ipg had occurred. It was noted that the patient had undergone surgery which was very close to the ipg. The ipg was later reprogrammed and remains in use. No patient complications have been reported as a result of this event.